Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The 24mm wds was prepped, advanced, and successfully deployed in the laa using transesophageal echocardiography (tee). After the procedure was completed, an effusion sweep was completed, and a small posterior pericardial effusion was noted. A pericardial window was placed to treat the effusion. The patient stayed in the hospital to recover and is expected to make a complete recovery.